Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The erroneous results were reported outside of the laboratory. The first sample from the first patient initially resulted as 1764 miu/ml accompanied by a data flag. This value was reported to the patient and medical personnel. After this result, the medical personnel canceled the patient's fertility treatment thinking that there may have been a possible abortion. The customer requested for a new sample to be collected from the patient. A second sample was collected from the first patient and tested on (B)(6) 2018, resulting as 6055 miu/ml. The reported value was no longer consistent with the diagnosis of possible abortion. The first sample from the first patient was then repeated on (B)(6) 2018, resulting as 4149 miu/ml accompanied by a data flag. The second sample from this patient was also repeated on (B)(6) 2018, resulting as 6049 miu/ml. The sample from the second patient initially resulted as 6000 miu/ml on (B)(6) 2018. This sample was repeated on (B)(6) 2018, resulting as 12000 miu/ml. No adverse events were alleged to have occurred with the patients. The hcgb reagent lot number was 25919905, with an expiration date of 30-nov-2018.

Manufacturer narrative:
The last calibration performed on (B)(6) 2018 showed no indications of an issue. Quality controls were within range between (B)(6) 2018. The investigation was unable to find a definitive root cause. A general instrument or reagent problem could be excluded. A handling issue could not completely be excluded since the customer did not use mandatory rack adapters for 13 mm. Diameter tubes.